Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during broaching, the tip on the broach handle broke off.the surgeon noticed this and found the missing piece.

Manufacturer narrative:
(B)(4). Investigation summary examination of the returned instrument confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: it was reported that during broaching, the tip on the broach handle broke off. The surgeon noticed this and found the missing piece.